Event description:
It was reported that the patient experienced difficulty inserting an inset infusion set because the needle guard was not removed, resulting in an incorrectly deployed infusion set; education and step-by-step guidance were provided, and the patient elected to use a previously available infusion set in the interim. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to the cannula and an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.